Event description:
Reporter initially noted sutures were fraying and had difficulty untying them. During follow-up, stated suture broke a few hours post-op and medial rectus had to be resutured. Felt this could cause injury if it recurs.